Manufacturer narrative:
Additional information received indicated that a revision procedure was performed. It was discovered that the distal df-1 terminal pin was not fully inserted into the device header. The terminal pin was reconnected and impedance measurements returned to normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that approximately one week following a device replacement procedure, an alert was received via remote monitoring that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high shocking impedance measurement greater than 200 ohms. It was reported that all vectors were greater than 200 ohms. A revision procedure planned to be performed to evaluate the lead to device connections. No adverse patient effects were reported.